Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed a pulse test. The cause for the pulse test failure was isolated to broken solder connections on processors u900 and u901 on the monitor c/a board. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.